Manufacturer narrative:
The meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All functional test results and visual inspection were within device specifications.

Event description:
Health professional reported receiving inaccurate readings on the adc blood glucose meter. Health professional reported receiving a reading of 20 mg/dl compared to a lab result of 436 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.